Event description:
Customer stated the aligners are causing tmj issues and cutting into her gums. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.